Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump had a scratched screen but otherwise was in good condition. The investigation found that the device started double beeping on power up. The investigation determined that an issue with the downstream sensor was the cause of the reported issue. The downstream sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a double beep no cassette during testing. There was no patient, or clinician injury associated with this event.